Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an adhesive event occured on (B)(6) 2026. The patient experienced the insertion set patch did not stick to skin upon insertion. No further information available.